Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump. The customer also reported a bent cannula from the infusion set of the insulin pump. Troubleshooting was not done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.